Event description:
The international customer reported the ventilator could not boot up via ac power. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. During evaluation, the service provider reported the mains power led was flashing and there was no power supply output voltage. The service provider replaced the power supply to address the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.